Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that his most recently used sensor lasted for only three days. Customer received calibration errors and a change sensor error. Customer also reported that two days before the call, his sensor glucose reading and blood glucose reading were 100 points off from one another. Customer also stated that he checked his blood glucose reading three times and received readings of 360 mg/dl, 460 mg/dl, and close to 600 mg/dl. Customer stated that he changed the stem and was able to lower his blood glucose level. Blood glucose level was 160 mg/dl at the time of the call. No further information was provided.